Event description:
It was reported to synthes: pt implanted with tlif construct on (B)(6) 2012, later developed an infection at the implant site. Implants will not be removed, pt treated with I & d. This is 1 of 17 reports.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The supporting validation demonstrates that the minimum routine sterilization dose employed by synthes is effective at achieving a sterility assurance level (sal) of 10-6. A review of the device history record revealed no complaint related anomalies. All sterilization and lal testing results were within the approved parameters and reviewed and released by the qc unit.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.